Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4).; summary of investigational findings: the case was initially reported to be folding of the main thoracoabdominal device due to anatomical difficulties. Upon attended the revision procedure (B)(6) 2023, it was confirmed that this wasn't the case but in fact the zta-pt-36-32-161 (complaint device) had initially been landed higher than planned and thus engaged with a kink in the aorta originally planned to be avoided. The kink had closed down the lumen of the graft. In resolution as there wasn't a lot of seal above the kink and extension component was inserted and the grafts ballooned to remodel the aorta and achieve the aortic flow originally planned. Per additional information received, it is reported that there was a kink in the descending thoracic aorta that the proximal thoracic graft was planned to land just below. The planned stent graft implantation location was above the proximal edge of the thoracic component (1st piece) was planned to land distal to the kink in the aorta in the mid descending thoracic aorta, in reality the proximal edge was approximately half a stent higher than the desired proximal location. The clinicians simply landed the proximal edge of the first graft too high, as they were concentrating on the distal landing zone to place the branched device sited. The higher position of the proximal edge resulted in the graft not sitting correctly when the lunderquist wires were removed after the case and the reported infolding (originally thought to be the branched device but later found out to be the thoracic component). Graft extended proximally with a zta-p-34-161 graft and balloon molded to achieve the desired aortic flow. Review of device history record gave no indication of the device being produced outside of specifications. Images and planning documents are received but these only concerns the custom made device (cmd) which is not relevant for this complaint and no images where the zta (complaint device) is present have been provided. The instruction for use shipped with this type of device states "verify graft position and, if necessary, adjust it forward. Recheck graft position with angiography." It is reported that "the clinicians simply landed the proximal edge of the first graft too high, as they were concentrating on the distal landing zone to place the branched device sited." Based on the provided information it could be assumed that the proximal landing zone was not confirmed before release and therefore, the stent graft landed higher than planned. Cook will reopen this complaint if further information or images are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 24mar2023: there was a kink in the descending thoracic aorta that the proximal thoracic graft was planned to land just below. The planned stent graft implantation location was above the proximal edge of the thoracic component (1st piece) was planned to land distal to the kink in the aorta in the mid descending thoracic aorta, in reality the proximal edge was approximately half a stent higher than the desired proximal location. The clinicians simply landed the proximal edge of the first graft too high, as they were concentrating on the distal landing zone to place the branched device sited. The higher position of the proximal edge resulted in the graft not sitting correctly when the lunderquist wires were removed after the case and the reported infolding (originally thought to be the branched device but later found out to be the thoracic component).

Event description:
Description of event according to initial reporter: the procedure is showing signs of graft material folding in the proximal segment. 2nd stage procedure planned for this thursday (B)(6) 2023. Additional information received 10mar2023: the issue is a kink and luminal reduction in the thoracic component proximal to the thoracoabdominal side branch device. The device was inserted higher than planned and hence the kink in the aorta caused the problem, its been relined and extended proximally to resolve this. The case was initially reported to be folding of the main thoracoabdominal device due to anatomical difficulties. Upon attended the revision procedure (B)(6) 2023, it was confirmed that this was not the case but in fact the zta-pt graft had initially been landed higher than planned and thus engaged with a kink in the aorta originally planned to be avoided. The kink had closed down the lumen of the graft. In resolution as there was not a lot of seal above the kink and extension component was inserted and the grafts ballooned to remodel the aorta and achieve the aortic flow originally planned. Patient outcome: the patient did require any additional procedures due to this occurrence. Graft extended proximally with a zta-p-34-161 graft and balloon molded to achieve the desired aortic flow.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.